Event description:
The facility reported a colleague infusion pump with a bad display. According to the facility, this event occurred during programming/set-up during biomedical testing. This event may have interrupted delivery. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available. This device is an unremediated colleague pump with a user interface module software version of 5.04.00.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a colleague infusion pump with a malfunction of "bad display" was confirmed by baxter personnel during product evaluation. The root cause was assigned to a damaged main display printed circuit board (pcb). The main display pcb was replaced to correct this condition. Should additional information become available, a follow-up medwatch will be submitted.